Manufacturer narrative:
Exemption number: e2015015.

Event description:
(B)(4) - the dentist reported the non-osseointegration of a dental implant installed in intraoral region #2. 30 ncm of primary stability was achieved and immediate load was not executed. Patient presented insufficient bone quality/quantity (bone type iii).